Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump was not responding to the new battery inserted. Customer's blood glucose level was not reported but he stated it was high. He did not have a new battery to test with the insulin pump. The device was not returned.